Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Initial flushing of the marker lumen with saline prior to use was successful with both proglide devices. Reportedly, there was no backflow/puslatile blood flowing out of the marker lumen during advancement of the first and second proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized and the tavi procedure was completed. Hemostasis of the large-bore artery was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined. Factors that may contribute to obstruction of flow include, but not limited to under insertion or improper insertion angle, the marker port not being in the arterial lumen. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced in b5 is filed under a separate medwatch report number.